Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: a review of the pump black box revealed no evidence of a cs 163 (no cartridge detected) warning. Force calibrations passed within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test was performed and failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened and there was no moisture found. Additionally, the pump powered on to a dim and discolored display.